Event description:
It was reported that the device reached elective replacement indicator (eri), and early battery depletion was suspected. It was further reported that early battery depletion was likely due to high thresholds observed on the left ventricular (lv) lead. The device was removed and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, implanted: (B)(6) 20080; 4076-52 lead, implanted: (B)(6) 2012. (B)(4).